Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was discovered that the supply bag disconnected without falling which is a known cause of this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered a leak in a disposable set. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. The care giver stated that the heater bag had become disconnected from the red clamp (heater) line and that the solution was leaking. The technical service representative advised the care giver to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.